Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for spinal pain. It was reported by the patient that they started having a lot of pain on the left side, around their waist and the groin area. Also, while the patient was laying down they noticed their ins which used to be locked in position on his left side, was broken loose and sitting next to his spine. Patient was provided with a website to aid in finding a physician.